Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) alarm and battery error. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for pump error. Customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was performed for battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm triggered by pump error 53 critical handling alarm on (B)(6) 2025 at 15:23:16. Pump error 53 alarm due to hardware error (line number 2292 file number 26). Multiple pump error 43 alarms found in the pump history file/trace on (B)(6) 2025 started from 04:30:48 to 04:53:42. (3) failed battery test alarms found in the pump history file/trace on (B)(6) 2025 at 04:31:06, 04:31:23 and 04:31:45. Pump was cut open to perform visual inspection and found corroded motor home switch. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Critical pump error (open book image) alarm confirmed due to pump error 53 alarm. Pump error 53 alarm due to hardware error. Pump error 43 alarm was confirmed in the pump history due to corroded motor home switch. Failed battery test alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.